Event description:
Pt for placement of greenfield filter via right internal jugular approach. There was an intraoperative failure of the device to deploy, with lodgement of device in the right ventricle. The pt was transferred to a (B)(6) care center for a cardiac cath and removal of the device. It is unk at this time the exact procedure that was performed or the outcome of the procedure. Diagnosis or reason for use: dvt and pulmonary embolus. Event abated after use stopped or dose reduced: no.